Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Pt reported that in 2005 he had a repair for a left inguinal hernia, during surgery it was determined that there was no direct or indirect hernia, but the operation was performed anyway. Repair was done with perfix plug system. He has had disabling pain ever since. He was told the nerve is entrapped in the mesh. In 2007, pt had another surgery because of the pain still associated with the first operation and inguinal nerve entrapped in the mesh. Mesh and plug was not removed during the second operation, only neurectomy performed ilio inguinal nerve and its branches cut and tied. Pt reports he has been in disabling paind since after the second operation. Now having a third operation to remove mesh and plug approx seven and a half months later. Third surgeon stated that the plug is probably circled and wrapped around the spermatic cord or has entrapped nerves, which is the cause of the pain. Pt had been in pain mgmt since four months earlier. Pt has had six series of nerve block, all have done nothing. Pt's symptoms include and are not linited to" extreme pain in testicles, burning, pinching, stabbing pain throughout the entire groin, burning pain in upper and inside thigh, extreme pressure throughout groin area, extreme bloating, constipation and bright red blood in stools.